Event description:
During an atrial fibrillation procedure, the agilis hemostasis valve was leaking saline. There was no physical damage upon opening the package. The handling when opening and flushing were appropriate, but the valve would not close even after an attempt was made to close the valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.